Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6fr device. When deploying the device, the posterior needle missed the barrel and presented in the subcutaneous tissue. The anterior needle presented at the hub. Needle backdown was not successful. The pt was taken to surgery for device removal and arteriotomy closure. The pt recovered without further incident.